Event description:
It was reported that during normal follow up, externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. Lead was capped. Patient condition after the event was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.